Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up will be submitted.

Event description:
The customer reported that while sealing the gastrologic ligament during a splenectomy, the device jaws would no longer open. The surgeon resected around the instrument jaws with minimal tissue resected. Another device was used to complete the procedure without incident. There was no pt injury.